Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a lack of pacing for this pacer dependant patient. There were 2 beats noted to have been dropped; the device's lower rate limit had been set to 50 paces per minute. The local boston scientific field representative reported that a source of this clinical observation was not able to be determined as device interrogation revealed normal device function. There were no adverse patient effects reported.